Event description:
The customer reported that the battery is broken. There was no reported patient involvement/ adverse patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.